Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a damaged catheter was confirmed from the circumstantial evidence that was observed on the returned sample. One 20ga insyte autoguard unit from lot: 4123603 was provided for investigation. No kinks were noted on the IV catheter; however, a lack of lubrication was noted on the catheter. As the catheter had been used and decontaminated, it could not be determined if the lubrication was removed from use and handling or if it was improperly applied during manufacturing. No other similar complaints were reported from the implicated lot. Potential contributing factors of the reported issue include a lack of lubrication, insertion angle, and complications with IV placement. The root cause could not be determined due to the sample condition. There were no distinguishing features which could aid in identification of a specific root cause. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that bdinsyte autoguard kinks during infusion. The following information was provided by the initial reporter: customer states that the catheter material bent while threading causing the IV to fail. Patient was sent for CT contrast and they were unable to power inject through it. This is the 3rd pir in the last month on this item number with similar issues in this hospitals CT department. 13aug2024 no adverse events.

Manufacturer narrative:
Batch number 4123603 was reported but not found for the reported material number 381434. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.